Event description:
It was reported that the customer received motor error alarms on the insulin pump. It was stated the insulin pump was not bumped, dropped, or exposed to a magnetic field. The drive support cap was not loose. It was recommended that the customer revert to a back-up plan. The customer's blood glucose was 123 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).